Manufacturer narrative:
H10: updated h6 (clinical code and impact code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned without anchors. The actuator was fully triggered. A portion of the suture was returned. One end was manufacturer cut and the other end was frayed when cut. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirms the reported batch number and product number. The image also reveals the suture has been detached from the device. A review of the suture specifications found the suture is required to be accompanied by a material certification of analysis for each lot used. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the ultra fast fix suture was cut. T1 has hang on the meniscus it and remained in the patient, t2 was removed from the patient. The procedure was successfully completed using a back up device without a significant delay. No patient injury or further complications were reported.